Event description:
Hyperal fluid noted in bed and nurse checking for leak found a hairline crack in 0.22 micron filter. The filter had to be removed from the system (central line) and replaced. Patient's blood sugar checked and normal. We found a total of 4 filters with leaks (mostly very tiny hairline cracks). Sticky residue was present on outside of filter near cracks.